Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the inpen was unable to dispense insulin. Blood glucose at the time of the incident 400 mg/dl and treated with manual shot. Customer was instructed to inspect insulin cartridge but there was no leak or moisture. Customer repeated priming a 2 unit dose of insulin into the air and confirmed insulin exited. The device is not expected to return for analysis.